Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. Evaluation summary - the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. The device was tested with a generator and an error code 5 was displayed. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. When the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted total gastrectomy procedure, the device was activated at first. A hissing noise was heard and error 5 was displayed when the device was going to be used again after the device was not used for about 30 minutes. Besides, smoke reeked up from the jaw. The device was reset, but the event continued. Another device was used to complete the procedure. There were no adverse consequences for the patient.